Event description:
I'm not sure if this is related but I've been a healthy (B)(6) woman who was still employed enjoying my work. I use a CPAP dreamstation philips respironics foe sleep apnea. I've had a parotid benign tumor for 10 years. Since I started using my dreamstation in 2018 I've had more symptoms with the tumor. I decided to have the tumor removed and they found cancer. It is a rare cancer and had traveled along the nerves in my face so the nerves in the left side of my face along with the parotid gland and some lymph glands were taken. The left side of my face is paralyzed. I've had two other surgeries since then, one to remove more cancer and one to put a gold leaf in my eye to allow me to open and close it. I have registered my CPAP but nothing has been done to replace it yet. I've been trying to get a different CPAP after my doctor sending my prescription to another company but it is taking forever. I'm still having to use the dreamstation because I have nothing else. If these are directly related to my issue with cancer I have huge reservations with using it. I just wanted to put this out there in case it relates directly to the philips dreamstation. FDA safety report ID # (B)(4).